Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump notifications were sounding differently leading to a speaker malfunction alarm to occur. Blood glucose (bg) level was 128 mg/dl. Additionally, it was reported that air bubbles were observed to be within the infusion set tubing. The customer declined troubleshooting for this issue. Reportedly, and infusion set change was performed to address the issue. The customer's bg level was not impacted. Reportedly, the customer reverted to insulin pens for insulin therapy.